Event description:
Client uses a jazzy select motorized scooter due to medical problem. A part of the scooter needs repair in order to keep client independent and mobile. I have contacted and left five messages asking for even a return phone call. But no response. In order to get his medical appointments needs item repaired.